Event description:
A malfunction was reported with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level as it remained within range. The customer did not report or reset the pump within the last 24 hours, and technical support provided pump reset information and assisted the customer with resetting it. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues recurred.